Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Visual and functional inspections were performed on the returned device. The reported balloon rupture was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, the reported violation of the IFU does not appear to have caused or contributed to the complaint. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported balloon rupture.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with heavy calcification. A 2.5x15mm trek rx balloon dilatation catheter (bdc) balloon was not soaked prior to use. Air aspiration was performed outside the anatomy prior to use. The trek was advanced toward the target lesion, the balloon was inflated once up to 6 atmospheres and the balloon ruptured. The trek was removed and a non-abbott balloon was used to continue the procedure. The lesion was ultimately treated using a non-abbott stent. There was no adverse impact to the patient and no clinically significant delay in the procedure. No additional information was provided.